Manufacturer narrative:
A search for non-conformances associated with the reported device could not be performed as the part and lot number were not provided. The device was implanted in the patient and not returned to the manufacturer for analysis. Post procedural images were not provided; therefore the reported event could not be confirmed. Attempts at obtaining more information pertaining to the complaint have been conducted and will continue to be conducted. If more information is made available, a supplemental report will be sent. The instructions for use identify stroke and thromboembolic event as potential complications associated with use of the device.

Event description:
It was reported that a patient treated with a fred stent experienced a thromboembolic stroke.